Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump is underdelivering insulin. Customer's mother stated that the customer's blood glucose has come down to 200 range. The blood glucose reading at the end of the conversation was 135 mg/dl. Nothing further reported.